Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: detailed inquiry description: a cut was noted in the bloodline during setup, the tubing looks like it had been sliced with a blade and was leaking. No patient involvement.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One sample with no packaging and two photographs were provided for further evaluation. A visual evaluation was performed on the returned sample and photos; it was noted that there was a tear along with tubing near the distal connector. Based on the evaluation results, the reported defect of cut in the tubing was confirmed. The sample and all available information were forwarded to the supplier for evaluation. The supplier stated that the defect appears to be due to a potential box cutter to open the box. While the exact root cause could not be determined, we will maintain this report for further references and continue to monitor other reports for similar occurrences. A review of the device history file was performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. If any additional pertinent information becomes available, a follow up will be submitted.